Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter city; (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0 x 100mm, 80cm ranger global dcb otw balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at nominal pressure for 5 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.